Event description:
A pt underwent cardiac catheterization and had vasoseal deployed in the right groin at the end of procedure. No apparent problems were reported. Later, in the recovery room the pt was noted to have no pulse in the right foot. The pt required an embolectomy to remove an arterial obstruction. Circulation was successfully restored and the pt was discharged home the next day.